Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed to charge to set energy. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during visual inspection of the device internally found foreign substance on the main board and around a connector on the battery connector. The investigation has been compromised; the main board was replaced to remedy the report. Analysis of reports of this type has not identified an increase in trend.